Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/pt contacted lifescan (lfs) customer service on may 4, 2009 alleging that the one touch ultra meter started to read inaccurately during the first week of using the reported "code 1" one touch ultra test strips, which was the month before. The medical surveillance specialist (mss) spoke with the lay user/pt on may 18, 2009 and obtained/verified the following info: she noticed that her morning meter readings were in the 120's mg/dl when her typical morning readings were ranging from 90 to low 100's mg/dl. She also noticed that some of her nighttime meter readings were more elevated than usual. She was getting readings in the 200's mg/dl when her typical readings are usually 120-150 mg/dl. The pt test 2 times per day (before breakfast and 2 hours after dinner) and takes 30 mg actos every morning. She indicated that she would test 3-4 times/day if she is feeling ill. When asked if she developed any symptoms at the time of concern, she reported 2 different events where she became hypoglycemic. The first event occurred approximately 1-2 weeks before the pt contacted lfs around 2:30pm. She was at the movies when she become cold and shaky. She indicated that she did not bring her meter to the movies because her meter read "119 or 122 mg/dl" in the morning (around 8am) so she felt "safe" enough that she would not have to test until later that night. She also stated she ate her usual breakfast and lunch prior to this event. She administered self-treatment with candy and felt better within 15 minutes. The second event occurred three days prior to original date, around 11:50am when she was at the senior center. The pt was in the middle of doing tai chi when she started to feel shaky and had the cold sweats. According to her friend, she fell onto the floor but quickly recovered. She did not have her meter at the time but was able to test on her friend's meter: the results was "85 mg/dl." The pt did not treat herself until. She got home 10 mins later. When she got home, she ate bread and crackers and felt better in about 30-45 mins. Earlier in the day, she had obtained a "99 mg/dl" on her meter, another "safe" reading so she did not bring her meter with her to the senior center. The pt claimed that if her morning readings were below 85 mg/dl, she would have eaten more at breakfast to avoid the hypoglycemic events. This complaint is being reported because the pt reported that she suffered 2 hypoglycemic events after obtaining alleged inaccurate high meter readings. Replacement products were sent to the patient.